Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Batch # unk. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during an unknown procedure the staple line was complete but it was malformed. No additional information. The procedure was completed with an alternate like device with no patient consequence reported.